Event description:
During the shunt pta treatment procedure, the symmetry small vessel balloon dilatation catheter exhibited slow deflation. The balloon deflation took approximately twice the normal time. The balloon was successfully deflated and removed. A 5 fr medikit sheath, radifocus 0.018 guidewire, and encore26 inflation device were used during the procedure. No pt injuries or complications were reported. The pt's status was reported as 'good'.